Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 04:16 pm where user's sg was 51 mg/dl and bg was not taken which was confirmed on data management system (dms). A review of the alert history revealed that the user received a low glucose alert at 4:16 pm. The user didn't seek medical treatment and resolved the event by confirming that they were not experiencing hypoglycemic symptoms. A case (B)(4) was created to address sensor inaccuracies inclusive of the reported low glucose event. A review of the dms data showed instability in the signal and reference channels on the (B)(6) 2025. This most likely caused the observed sensor inaccuracy. The system was monitored for a few days and the user was helped with a re-link. The user was requested to continue the use of the system and was advised to call back if the issue persists. B4. Date of this report 13 june 2025. G3. Date received by the manufacturer? 13 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 - 4:16 pm - est - sg 51 - bg not taken. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 4:16 pm - est - sg 51 - bg not taken. After dms review, we confirmed that the user received a low glucose alert at 4:16 pm, when the sg was at 51 mg/dl. The user didn't seek medical treatment and resolved the event by confirming that they were not experiencing hypoglycemic symptoms. The user's hcp was aware of the event and no medication was prescribed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.